Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(4) 2012 reporting that the date was set to (B)(6) 2012 and confirmed but the pump went back to (B)(6) 2012. Customer support walked the patient through setting the time in the settings and the pump again reverted to (B)(6) 2012. This complaint is being reported because of the allegation that the date setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact.